Event description:
It was reported that one of the intermittent catheters did not have a sterile water pack.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿lack of operator training ¿. The product does not appear to have been used. However, the product is intended to be used for treatment purpose, but it was unknown whether if the product had any relation with the reported event. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that one of the intermittent catheters did not have a sterile water pack.